Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image was flickering. Another glidescope video baton 2.0 large was used to complete the procedure, which was made available in an unspecified amount of time. No harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large was sent to the customer and the reported glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and confirmed the reported issue. When connecting the customer's glidescope video baton 2.0 large to known, good, test verathon equipment, the video baton image produced horizontal green lines, flickered, and intermittently disappeared. The camera image quality test was performed and failed. Upon completion of the evaluation the customer's glidescope video baton 2.0 large was scrapped as it had already been replaced, and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.